Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and replaced reagent probe a and collar wash to resolve the issue. No further leak was observed. Identified failure mode: failure mode is reagent probe pn-a15931 and wash collar pn-a10796. Multiple parts were replaced. It is unknown of which replacement part resolved the issue. There were no erroneous results associated with this event. Failure mode has potential to impact any or all chemistries including critical chemistry results. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported a leak when using a unicel dxc 600 synchron system. Wash fluid was leaking from the tip of reagent probe a of the instrument. The leak was contained to the instrument. The operator wore gloves, a lab coat and eye protection while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment. Fluid is leaking from the tip of the reagent probe a of the dxc 600 pro instrument.